Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The device was not returned for evaluation. The device in question was not sent in for inspection nor was the lot# provided. The lot code could be 107 as such: this device was manufactured on (B)(6) 2009 and a review of the work order 082661 showed that this lot passed the required inspection points without reworks, variances or mrrs. There is no service history for this device. No manufacturing or design related trend has been identified. The device was not released for evaluation therefore the root cause to the end users experience could not be determined.

Event description:
The patient was in the prone position on a jackson table with her head in mayfield pins and headrest. During the procedure, one of the hinges (that were tightened once the headrest was in proper position) slipped and the patient's head fell forward, with her nose coming in contact with the metal of the headrest/mayfield contraption. There was no patient injury reported. It was noticed immediately by the physicians. Surgery was halted, drapes were lifted, and the patient was re-positioned. The mayfield had been tightened to the proper level. It was unknown why it slipped. Additional information has been requested.